Event description:
It was reported that, during photoselective vaporization of the prostate procedure, with about 3:30 expended time and 27408 joules, the beam started forward firing. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during photoselective vaporization of the prostate procedure, with about 3:30 expended time and 27408 joules, the beam started forward firing. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found no visible defects. Microscopic inspection identified a distal circumferential fracture (dcf) at the glass cap. Therefore; the initial reported allegation of fiber forward firing was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture and found no breaks along the length of the fiber. The connector segment verification test identified that the light flashed green. In addition, the fiber passed the saline test. The fiber was tested using the forward firing test and it was identified that the firing output rate was below the threshold for potential patient harm. The identified dcf with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and the identified circumferential fracture.